Event description:
Add'l info received 11/10/97 indicates the ipp cylinders and pump were returned. The reservoir was not returned, possibly left in place. Only the left malleable cylinder was implanted at this time due to "coronal erosion."